Event description:
Subsequent to the previously filed report, additional information of the return device analysis indicates that no leak was noted.

Event description:
It was reported that the armada dilatation catheter was prepped per instructions for use. The device was advanced into the patient anatomy to treat a target lesion in the moderately calcified left superficial femoral artery. The dilatation catheter balloon was inflated to 8 atmospheres. It was noted that the balloon would not hold pressure and was leaking at the point on the shaft where the black and purple meet. The balloon was deflated and the device was removed. A second armada dilatation catheter was then used. There was no clinically significant delay and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was unable to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.